Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a, lot# j0406535v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type lead. Product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002 explanted: (B)(6) 2004 product type extension. Product ID 7495lz66 lot# serial# (B)(4), implanted: (B)(6) 2002 explanted: (B)(6) 2004 product type extension..

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported the patient¿s system was removed due to infection. Additional information received from a healthcare professional noted that the patient had a past medical history of reflex sympathetic dystrophy, hyperlipidemia, a history of irritable bowel syndrome, and peptic ulcer disease. Social history that the patient was a half a pack a day cigarette smoker was noted. Additional information was received from the patient. It was reported that the patient loved his stimulator, but his body rejected it. On (B)(6) of an unknown year, the patient went to take a shower and noticed that the skin around the implant was turning red. The patient stated that if he did not get this device explanted, then his body would have removed it because he had a hole in his side. It was noted that the patient had been telling his doctor that something was wrong. The patient stated that this occurred at least 10 years prior to (B)(6) 2017. Refer to MFR report #3004209178-2007-02887 for a previous summary report of the infection.